Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that while using the depth gauge to determine appropriate length of screws, the depth gauge consistently gave readings that were 4mm longer than expected. The implanted screws were removed and replaced.